Manufacturer narrative:
Upon visual inspection by the naked eye and through magnification of the one certain® gold-tite® hexed screw, the collar, drive feature, and body are noted to be worn, indicating use. The reported loosening could not be verified as the exact conditions of use are unknown and the event could not be recreated. Complaint is non-verifiable. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined.

Manufacturer narrative:
Device lot # was not provided/unknown. Device has not yet been returned to manufacturer. Product not received by manufacturer.

Event description:
The dentist reported that the abutment screw loose. A osseotite certain 2 implant 4 x 10mm was placed in edentulous area of #6 on (B)(6) 2014. Uncovered j(B)(6) 2014. Zirconia crown delivered (B)(6) 2014: custom abutment was torqued to 20ncm. Patient presented (B)(6) 2017 for unrelated treatment and stated #6 crown had felt loose "for a while". Unable to remove the cement-retained crown. Patient will be returning to remove current abutment screw and torque the new screw.